Event description:
The manufacturer received information that an trilogy 202 ventilator was evaluated by the manufacturer's service center for the complaint of an error code. There was no harm or injury reported. Upon inspecting the error logs of the device, urgent code e-344 was discovered, indicating an oxygen blending module pca board failure. In order to address this code, the corresponding board and gasket were replaced, and the repair test was conducted. During the final steps of the repair test, it was discovered that the internal battery was also not properly holding charge. To address this issue, the internal battery was replaced, and the test was restarted which then resulted in a pass. The device passed final testing after repair and was determined to operate properly. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Correction to initial report: on quality review of this complaint record, it has been determined that the manufacturer's awareness date of the event was incorrectly reported. This follow-up report corrects the awareness date to the appropriate date of 20 november 2025 with an adjusted report due date of 20 december 2025. The affected fields have been updated to the correct information with this report.